Manufacturer narrative:
Block h1 (no. Of events (noe) summarized): in the initial report, the xml file shows the summary report and 123 events were included. However, this was inadvertently included due to a system error in the xml file, as it was not visible in the pdf copy. This field should be left blank.

Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).

Manufacturer narrative:
During inflation, the balloon ruptured below rbp. No patient injury reported, this MDR is being reported per FDA request. The stellarex device was returned for evaluation. Visual examination found presence of blood inside the balloon. During functional testing, the device was pressurized at 1 atm and a pinhole leak was observed in the middle of the balloon. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: (B)(4) (no health consequences or impact).

Event description:
From a contralateral femoral approach, the stellarex device was used to treat the proximal popliteal artery. During inflation at 1 atm, contrast was visibly leaking out of the balloon. The balloon was removed from the body, inflated on the table and a pinhole on the balloon was observed.